Event description:
On several occasions, the product dissipated in less than seven days following pneumatic retinopexy. In some cases, a vitrectomy or scleral buckle was required. The gas lasted 5-6 days in one patient and a vitrectomy was required. The patient had a good outcome. Add'l info was requested, but the surgeon called and stated he would not provide pt specific data.